Manufacturer narrative:
(B)(4). Date sent: 4/22/2025 d4: batch # x7054m additional information was requested and the following was obtained: "-did device not deploy clip from jaws upon firing? No -did clip not stay in place or fall off after being applied? The clip did not remain in place. -did device fire scissored clips? This may also include ribbon shaped or x-shaped. No information. -did device fire malformed clips? Pear/tear drop shape or clip gap? No information." Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining fifteen(15) clip as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/19/2025. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: "- have there been any patient consequences as a result of this incident? If yes, which ones and how were they treated? No - has there been a consequence or change for the patient in the patient's postoperative care as a result of the event? (Extended hospital stay, readmission, reoperation, etc.) No" attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please clarify the event: -did device not deploy clip from jaws upon firing? -did the clips feed sideways into the jaws? -did more than one clip feed into the jaws? -did clip not stay in place or fall off after being applied? -did an unformed clip drop, eject, shoots or spit from the jaws of the device? -did device fire scissored clips? This may also include ribbon shaped or x-shaped. -did device fire malformed clips? Pear/tear drop shape or clip gap?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when putting the clip on the cystic canal, the first clip was primed and the second was engaged and placed at an angle between the two ends of the first clip, blocking the device.